Event description:
It was reported that the implantable pulse generator (ipg) device showed frequent restarting of mode switch episodes resulting in possible over-estimate of mode switch duration. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).